Event description:
The conduct stated that his wife had to be taken to the hospital for hyperglycemia. The customer's meter gave a blood glucose reading of 13.6 mmol/l,while paramedics tested her blood glucose at 18.9 mmol/l. The contact stated that all comparison tests using the contour versus the hospital meter, show the contour meter reading 4-5 mmol/l lower than the hospital meter. The meter was to be returned for evaluation,and a replacement meter was to be sent. Customer service was also going to attempt to get the strips returned for evaluation.